Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) from t11 to l5 to treat l2-l3 pseudarthrosis. During surgery, one of the inserter tips broke off during cage insertion. The fragment was retrieved from the patient and the cage was placed successfully at the intended position.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: visual examination confirmed the superior tang was broken; the broken piece was missing and not returned for analysis. Fracture initiation appeared to be located at the base of the tang. This is consistent with bend stress overload. Microscopic examination of the fracture surface revealed a fairly quasi-brittle fracture, with no indication of fatigue, and river lines which suggested direction and mode of fracture to be bend stress overload. The above observations are consistent with bend stress overload.